Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected. Therefore, the patient underwent surgery to replace the device and fluid loss was observed in the system. There were no patient complications.